Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and aspiration of the sheath through the tubing, multiple air bubbles were observed following several syringes being aspirated. The physician believed that the sheath valve contributed to the reported event. The procedure was completed successfully without patient complications. The sheath is not expected to be returned for analysis as it was disposed. Additional information was received. A new sheath was used to complete the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and aspiration of the sheath through the tubing, multiple air bubbles were observed following several syringes being aspirated. The physician believed that the sheath valve contributed to the reported event. The procedure was completed successfully without patient complications. The sheath is not expected to be returned for analysis as it was disposed.